Event description:
It was reported that when the patient first got the device there was some tingling in their toes and on their right foot. The patient¿s implant was on their right side and they had since developed hammer toe and were having a procedure to fix it. The podiatrist thought it was caused by the device. It wasn¿t in the patient¿s big toe, it was in their other toe. The patient mentioned it to the nurse in (B)(6), but they didn¿t say anything. The patient recently had their device checked by a nurse and they said everything was ok with the device. The patient wouldn¿t have the device removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy and their manufacturer representative was unable to answer questions regarding the problem.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v749365, implanted: (B)(6) 2011, product type: lead. (B)(4).